Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that software applications were missing from the programmer. The programmer's hard drive was reconfigured and loaded with updated software. Manufacturer's analysis also confirmed the customer comment that a power cord was needed. It was indicated that the power cord's insulation was damaged. It was also indicated that there were cracked solder joints on the electrocardiogram and radiofrequency head connectors, therefore the link electronic module (lem) circuit board was replaced. It was also indicated that the power supply was intermittently noisy and therefore replaced. It was also indicated that the keyboard was missing a screw, the power cord bay latch tabs were broken, and the stylus tip was separated but functional. These parts were replaced and the programmer passed final functional and system tests. (B)(4)

Event description:
It was reported that a software update was installed on the programmer, but when the programmer was used to interrogate a device, the software was not on the programmer. The programmer was returned for service. The programmer tested out of specification during manufacturer's analysis there was no patient involvement.